Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll representative performed an onsite evaluation of the device. It was determined that the multifunction cable was connected to the test port upside down by the user. The multifunction cable was connected to the test load correctly and the 30 joule tests were performed with no issues. The device was recertified and returned to service. Reports of this nature are typically not considered to have any clinical impact. This only impacts the self-test portion with the defibrillator, once the multifunction connection is removed from the test port and attached to a set of electrode pads or external paddles, the device is capable of delivering therapy. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib function. Complainant did not indicate that there was any patient involvement in the reported malfunction.